Event description:
A customer reported that the test does not start after applying the blood sample to the adc glucose meter. As a result, the customer was unable to monitor glucose and experienced difficulty speaking, dizziness, and loss of consciousness. An ambulance was called and upon arrival, customer received intravenous glucose and serum for diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported meter (B)(6) was returned and investigated with retained test strips. A visual inspection was performed on returned meter and no issues were observed. Observed meter turns on with button depression and strip insertion. A control solution testing was performed and observed test did not start after sample was applied. The meter was then de-cased and an internal visual inspection was performed. Observed contamination of blood on strip port pin. Therefore, this issue is not confirmed to use. 4247 appropriate term/code not available was used as blood contamination was observed during the investigation. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle precision neo meter were reviewed and the dhrs showed the freestyle precision neo meter passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the test does not start after applying the blood sample to the adc glucose meter. As a result, the customer was unable to monitor glucose and experienced difficulty speaking, dizziness, and loss of consciousness. An ambulance was called and upon arrival, customer received intravenous glucose and serum for diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.